Event description:
The report stated that the wire located at the end of the ligasure v handpiece was bare. The surgeon used another device to complete the surgery. There was no patient injury.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.